Event description:
Patient wife called because her husband freestyle libre 3 readings are inaccurate and it was confirmed with a finger stick. He also received a recall letter stating that his particular sensor has been recalled.